Event description:
Caller reported having an unexplainable insulin on board of 83 units. There was no adverse impact to the customer¿s blood glucose level as it did not result in levels above 500 mg/dl or below 54 mg/dl. Cts requested caller to upload pump data for log review, but there was no further information on actions taken or outcomes of the event.